Event description:
User facility reported that the device was in use with pt when the inflation line became detached from the tube. According to reporter, this led to leakage of the product's cuff and required an emergency tracheostomy tube change. No permanent adverse effects to pt reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.